Manufacturer narrative:
Device evaluation of battery pack has been completed. The reported problem (will not power up) was confirmed due to a loose bus bar inside of the battery. The root cause of the loose busbar cannot be positively identified. There was no adverse event that resulted from the damaged battery. Device evaluation of electrode belt has been completed. The reported problem (connector does not latch to monitor, check te pad messages, service code 204) has been confirmed. Upon evaluation of the electrode belt, the latches on the trunk cable connector were bent and unable to connect securely connected to a monitor, causing intermittent contact. The root cause for the bent latches was unable to be positively identified. The belt is designed to meet the mechanical requirements of iec 60601-1. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a battery was unable to power on a monitor. A us distributor reported that a patient's electrode belt connector latch does not secure with monitor and were experiencing a service code 204 and "check therapy pad" messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (connector does not latch to monitor, check te pad messages, service code 204) has been confirmed. Upon evaluation of the electrode belt, the latches on the trunk cable connector were bent and unable to connect securely connected to a monitor, causing intermittent contact. The root cause for the bent latches was unable to be positively identified. The belt is designed to meet the mechanical requirements of iec 60601-1. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt connector latch does not secure with monitor, and were experiencing a service code 204 and "check therapy pad" messages.